Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email damage on the insulin pump and motor error alarm. Customer's blood glucose level was over 200 mg/dl. Customer advised the edges by the battery compartment are cracked, the device rejects new batteries and there are scratches on the display screen. Customer declined to speak to the 24 hour helpline.